Event description:
The pt had an overstimulation sensation following a fall. Specifically, she fell trying to "get up on a bleacher" and fell "hard" and hit her tailbone and head. She needed stitches in her leg as a result. Since the fall she had soreness in the area of the tailbone and at the neurostimulator site. She also reported not being able to adjust stimulation and it was found that her device was powered off. The stimulation was described as uncomfortable and the pt was told how to turn off the device. She was at home in good condition. Further info was requested.

Manufacturer narrative:
(B) (4).